Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to accept charge and passed load testing. The batteries measured 10.9 and 11.0 volts direct current (vdc) upon receipt. The conductance readings were initially unavailable due to low voltages. After final evaluation, the conductance values were found to be within specification. Per data log analysis, the system was powered off from (B)(6) 2018 to (B)(6) 2019 (six months), which completely depleted the battery. Proper maintenance was not performed on the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the unit had not be powered on since (B)(6) 2018. After charging the batteries for eight hours they indicated 16.50 amp hours (ah). After unplugging the system the battery level dropped to 2.4 ah. The batteries had been replaced in (B)(6) 2018 but were defective due to depletion. He replaced the batteries. The unit operated to the manufacturer's specifications. Data logs were returned to the manufacturer on 05-feb-2019. The suspect batteries will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were completely discharged. There was no patient involvement.